Event description:
It was reported that a one-link extension set was involved in a backflow incident. The reporter stated that after infusion of an unspecified intravenous (IV) solution, blood backed up into the extension set. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.